Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse found the found the analyzer's foot was restricting the waste tubing. Fse removed the restriction and performed several drain flushes without any further leaking present. Fse then ran quality controls with acceptable results. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 25- jul-2018 through aware date 06-sept-2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 2, preinstallation, states the following: 2.5 connections waste tube insert the waste tube firmly into the waste port located on the bottom of the main unit. (Refer to fig. 2-9). Securely tighten the waste tube with the tie wrap provided in the accessory box. Insert the other end of the tube into the waste bottle. (Refer to fig. 2-10) note: if the waste tube is bent, the waste liquid may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste liquid level. When changing the analyzer location, make sure that the tube is not loose, broken or bent and that the waste liquid drains unobstructed. The sample loader must also be temporarily disconnected when changing the analyzer location. Please contact the authorized representatives. 1. If the waste tube is bent and waste liquid cannot drain, the sample dilution may not be accurately performed during the assay. 2. Keep the waste tube end above the top of the waste liquid. The most probable cause of the reported event was due to the leg of the analyzer was restricting the waste tubing.

Event description:
A customer reported leaking underneath and out of the sides of the g8 instrument. The customer stated that the waste tubing was not kinked or backed up and there was no leaking found anywhere else. Technical support (ts) advised the customer to check the sample probe but it was not bent. The customer insisted on service and would not troubleshoot. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.